Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while at home watching television, the patient experienced blurry vision and felt as though she might be having a stroke. There was no documentation of continuous glucose monitor (cgm) readings at the time of symptom onset. The patient contacted her great-niece and requested to be taken to the emergency room (ER). Upon arrival at the ER, the patient lost consciousness and awoke to find she had already been admitted to the hospital. Again, there was no mention of cgm values at the time of the incident. During hospitalization, the patient underwent an MRI, and the cgm device was removed. It was determined that the patient had suffered multiple strokes, which led to her hospital admission. The patient was unable to recall any medications or treatments received during her stay. She was discharged on (B)(6) 2025, after a five-day hospitalization, and was reported to be ¿doing fine¿ at the time of reporting. No data was provided for evaluation. The allegation and probable cause could not be determined. No additional patient or event information is available.